Event description:
Insurance co rep. Reports a 19 yr old cp pt was being fed by the pump in his bedroom. A fire broke out in the house, possibly caused by the pump. Fire marshal's report stated a third pt was taken to the hospital (possibly the mother but not identified at this time).

Manufacturer narrative:
This report was submitted by a co who represents apria healthcare, supplier of the pump to the end user. The pump/charger has not been returned for evaluation. MFR's records indicate that since the pump was sold to apria, servicing has been provided by an independent servicing co. On 09-01-96, the original charger was replaced with a new unit. The fire occurred 25 days later. Without the actual unit, MFR is unable to determine a cause for the reported problem. MFR will reopen this complaint when additional infromation is available.